Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient currently receiving hydromorphone (60 mg/ml at 11.995 mg/day) via an implanted pump. The indication for pump use was spinal pain. On 08-mar-2016 it was reported that an empty pump alarming occurred (B)(6) 2015 due to the patient missing a pump refill due to another health condition and that had been corrected. No patient symptoms were reported. Additional information was received on 16-mar-2016 from the hcp and it was reported that the patient¿s other health condition/being sick led to the missed refill and empty pump; the other health condition/being sick was not related the patient¿s device or therapy. The patient¿s symptoms related to the other health condition were nausea, fatigue, and headaches. The issue was resolved by them going to the patient¿s home and refilling his pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.